Manufacturer narrative:
Physio-control replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly in a test device and observed that the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Additionally, it was observed that the left-side star dome on the power button was worn.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported failure. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 806.56.

Event description:
Customer contacted physio-control to report that their device required servicing. There was no patient use associated with the reported event. Upon evaluation of the customer&#38112;device, physio-control observed that defibrillation therapy could not be delivered.

Manufacturer narrative:
(B)(4). Physio-control replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly in a test device and observed that the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Additionally, it was observed that the left-side star dome on the power button was worn. Physio determined that the cause of the reported issue was that the shock switch was out of tolerance due to excessive resistance.